Event description:
In 2005 - a dental implant was placed in tooth location # 19. Subsequently the pt was experiencing pain. 4 days later - the implant was removed at the pt's request. 2 months later the clinician was contacted. They stated the pt's pain subsided after the implant was removed and is healing well.